Event description:
I use 20g needles from becton and dickinson to draw my prescription from a vial. On inspecting one of my needles, which was opened from a sterilized unopened wrapper, I noticed what seemed to be dried blood at the base of the needle. On further inspection I noticed matter logged in the bevel of the needle. I called my co-worker to inspect the needle and we concluded that this needle has clearly been used before. I have the needle and wrapped saved. If someone contacts me I can give them the product # and lot number.